Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. A definitive cause for the reported failure to adhere or bond to leaflets could not be determined. The reported patient effect of mitral regurgitation and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that approximately 3 weeks post procedure, the implanted clip (50331u227) appeared to have moved on the leaflet which resulted in severe mitral regurgitation and possible leaflet damage requiring hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr was reduced to less than 1. Approximately 3 weeks post procedure, the patient experienced unspecified symptoms and went to the hospital. On (B)(6) 2015, catheterization was performed. The mr had increased to 4. The 2 clips (50331u227, 50320u156) looked stable; however, it was noted that they were turned a little and not parallel to each other. They appeared to be a little further away compared to the x-ray from the initial procedure. On echocardiogram, severe mr was observed originating between the 2 implanted clips. It was suspected that the anterior leaflet was torn between the clips. The patient has been hospitalized for stabilization, and is on a heart transplant waiting list. No additional information was provided.

Manufacturer narrative:
(B)(4).